Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
The spouse of the patient reported that the patient almost drowned and needs an MRI to check brain function as of date notified. The patient is currently unconscious and in the ICU. It was stated that the issue was likely not related to the device or therapy. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.